Manufacturer narrative:
E1) (B)(6) hospital organization- noting due to character limit. The device was returned to olympus for evaluation and the customer's allegation was confirmed; a crack was found on the forceps elevator knob. In addition to the foreign matter found in the device nozzle, other evaluation findings are as follows: the bending angle in the up direction did not meet the standard value and the play of the upward/downward knob was out of the standard value due to wear of the angle wire; the bending tube was deformed; the adhesive on the bending section rubber had a chip; the suction-connector was dirty due to water leakage; the forceps could not be inserted smoothly due to a dent on the channel tube; the adhesive around the objective lens was peeled; the light guide lens was discolored; the connecting tube had a wrinkle; and the paint on the suction-cylinder was peeled. Lastly, there were scratches on the following parts: the suction connector, the plastic distal end cover, the connecting tube, the scope connector case unit, the protector of the universal cord on the scope-connector side and the control section side, the universal cord, the grip, the scope cover, the switch box, the forceps lever, the upward/downward knob, the right/left knob, and the control unit. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer does not have an idea about what is the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel and immersed the endoscope in the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal knob for angle adjustment came off. There was no report of patient harm. The device was returned, evaluated, and a foreign matter was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.